Event description:
Information received indicates during a preventive maintenance check the technician found fluid ingress into the knee up switch which caused the switch to stick.

Manufacturer narrative:
The technician replaced the right siderail ucm board to repair the bed.